Manufacturer narrative:
(B)(4).

Event description:
It was reported there was rv pacing lead impedance steadily increasing. The rv ring -rv coil and rv tip - rv ring vectors had increased while the rv tip- rv coil had been stable. It was recommended to monitor the patient.